Event description:
The reporter stated the surgeon inserted and removed a cc4204bf collamer single piece lens within the same surgery due to the surgeon changing his mind for another type lens. The reporter stated it was the surgeon's decision to remove the lens and was not product related. The lens was being removed with forceps and was torn. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision.